Manufacturer narrative:
Additional information was received that the patient wanted to have the device taken out. The patient underwent an explant procedure. No device malfunction suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.